Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, the patient was under paracervical block anesthesia. Six minutes into ablation, the patient was complaining of a slight burning sensation. The procedure was then paused and gauze was placed around the sheath. At eight minutes into ablation, the patient suddenly and forcefully bucked off of the table, forcing the tenaculum to be detached from the cervix. A subsequent fluid loss alarm occurred. The patient sustained second degree burns on her cervix, vagina, and perineum, and was initially treated with silvadene cream. The procedure was not completed due to this event and the patient's condition at the conclusion of the procedure was reported to be "fine". The patient did not follow up with this physician.

Manufacturer narrative:
The lot number does not provide a match in the system search; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.